Event description:
A portion of guidewires's tip "broke-off" during a urological procedure. The detached piece was successfully retried from the patient's ureter. The report indicated that there was no pt injury. Additional event specific info has not been made available.